Event description:
I am a physician, and was utilizing a syringe for testosterone im prescribed by my personal physician. Injecting into my thigh, as I completed pushing the plunger to fully discharge the product, the needle disconnected from the syringe as a projectile, and disappeared into the muscle and was not retrievable. As a test, I took another syringe of the same brand, and as an empty syringe, fully pushed the plunger, and that needle as well "shot off" the needle hub. The product referenced is "bd integra syringe with retracting bd precisionglide needle 3ml 25g x 1 inch" ref 305270.